Manufacturer narrative:
The insulin pump received with button response due to corroded keypad traces. No button error alarm. The insulin pump received with minor scratches on display window, cracked case window corner, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error. The customer's blood glucose was 180 mg/dl. The customer stated that they have been keeping the device in their pocket and the weather had been very hot. The discontinuation of the device was advised. Nothing further was reported.